Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced difficultly filling the cartridge. Reportedly, there was septum material in the needle. The user purged the needle tip of the septum material and successfully filled the cartridge. The user's blood glucose level was 113 mg/dl.